Event description:
During a preventive maintenance check, the technician found the ground resistance reading was high.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.